Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette reagent well positions d4, e4, f4 and g4 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.